Event description:
Name of procedure being performed: robotic sigmoidectomy. Detailed description of event: rep was present for the case. When surgeon was pulling the alexis out at the end of the procedure noticed there was a tear in the sheath by the green insertion ring. Sheath did not particulate. Device is available for return. Patient status: fine. Type of intervention: at the end of the case when the tear was noticed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. Based on the condition of the returned unit, it is likely the reported event was caused by the instrumentation that was used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
This follow-up report is in response to medwatch# (B)(4). The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. Based on the condition of the returned unit, it is likely the reported event was caused by the instrumentation that was used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: robotic sigmoidectomy. Detailed description of event: rep was present for the case. When surgeon was pulling the alexis out at the end of the procedure noticed there was a tear in the sheath by the green insertion ring. Sheath did not particulate. Device is available for return. Additional information received via medwatch form uf #: (B)(4) on 09oct2019. Patient's gender: female. Describe the event or problem: alexus laparoscopic cap (no patient harm) failed alexus product. What was the original intended procedure?: robotic assisted laparoscopic sigmoid colectomy. What problem did the user have: device malfunction ¿ that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working). Patient status: fine. Type of intervention: at the end of the case when the tear was noticed.

Manufacturer narrative:
The event unit returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotic sigmoidectom. Detailed description of event: rep was present for the case. When surgeon was pulling the alexis out at the end of the procedure noticed there was a tear in the sheath by the green insertion ring. Sheath did not particulate. Device is available for return. Patient status: fine. Type of intervention: at the end of the case when the tear was noticed.